Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed the driving cap becomes stuck in insertion handle when assembled. A dimensional inspection was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces such as external mj threads are not compatible with internal m threads. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the device contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, while testing the driving cap and screw it into the aiming arm. The driving cap became lodge inside of aiming arm. They attempted to remove it. However, the driving cap is stuck half way into the aiming arm. There was no patient involvement. This complaint involves two (2) devices. This report is for one (1) radiolucent insertion handle frn. This is report 1 of 2 for(B)(4).

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j sales representative. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Complaint description: it was reported that on (B)(6) 2023, while testing the driving cap and screw it into the aiming arm. The driving cap became lodge inside of aiming arm. They attempted to remove it. However, the driving cap is stuck half way into the aiming arm. There was no patient involvement. This complaint involves two (2) devices. The product was not returned to depuy synthes. However, photos were provided for review. The photographs attached were reviewed. However, they do not represent the current complaint condition. Therefore, the investigation could not draw any conclusions about the reported event. As the device was not returned. An as-received condition could not be assessed. And a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed. As the photographs attached do not represent the current complaint condition. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 03.033.001, lot number: 3676p80, manufacturing site: haegendorf, release to warehouse date: 21.02.2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.